Manufacturer narrative:
(B)(4). Initial report. Report source: (B)(6). Concomitant medical products: unknown oxford revision stem , catalog #: unknown, lot #: unknown multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00138. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, a revision procedure due to infection was performed.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00138-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, a revision procedure due to infection was performed.